Event description:
It was reported via user-facility medwatch report that the "physician raised bed to its high position when examining the patient." Reportedly, "after the physician left the room, the bed suddenly dropped down with a loud ¿bang¿." No injury reported.

Manufacturer narrative:
No conclusion can be drawn based on evidence at hand; investigation is ongoing.